Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject device was removed prophylactically due to issued field safety notice (B)(4). This platinium was identified under the field safety notice. The device was interrogated and did not appear to show any signs of malfunction as per the field safety notice. The physician provided field safety notice information to the patient and suggested intensified follow up to monitor for signs. The patient was uncomfortable with this decision and requested the platinium to be explanted and replaced with a different company device. The device was explanted and returned.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was removed prophylactically due to issued field safety notice (B)(4). This platinium was identified under the field safety notice. The device was interrogated and did not appear to show any signs of malfunction as per the field safety notice. The physician provided field safety notice information to the patient and suggested intensified follow up to monitor for signs. The patient was uncomfortable with this decision and requested the platinium to be explanted and replaced with a different company device. The device was explanted and returned.